Event description:
A facility reported that the mayfield triad skull clamp (a1108) slipped, and that the patient's skull shifted slightly when inserting a screw; however, the patient was not injured. The nurses reported that the skull clamp remained locked. They were unsure if the slippage came from 3rd party base unit or the skull clamp. Upon inspection, the skull clamp appeared to be in great shape with a little starburst wear. Hospital has requested service for safety precaution.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The unit had residue buildup and a slight rotational movement, but despite said movement, when the unit was properly positioned and put under pressure, it did not move. New components were added to replace worn internal parts, and general cleaning and maintenance were performed root cause - the complaint is not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.